Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the bronchovideoscope had a black screen and image issues. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d9. The device was returned to olympus for inspection and the reported failure of no image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image goes in and out when angled. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.